Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The 4.0 x 28 mm xience v (1009543-28, 8062561) is being reported under a separate medwatch report number.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting with two xience v stents, one 2.5 x 18 mm in the first obtuse marginal coronary artery and one 4.0 x 28 mm in the saphenous vein graft. On (B)(6) 2010, the patient experienced exertional chest pain and underwent percutaneous coronary revascularization of the index target lesions . The patient's condition resolved and the patient was discharged the following day. There was no adverse patient sequela. Though requested, there was no additional information provided.